Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia of blood glucose value 400 mg/dl and reported insulin pump had a crack. The customer was hospitalized because of hyperglycemia. Troubleshooting was performed and location of the damage was battery compartment. The customer was using insulin pump within 48 hours and auto mode feature was not active at the time of hyperglycemic event. No further complications were reported. The customer will discontinue using the insulin pump and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump powered up properly after battery installation. The pump was received with a scratched case, a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08675 inches. However, the pump had a high sleep current measurement. The pump was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2022 to (B)(6) 2023. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event dates of 0(B)(6) 2022 and (B)(6) 2020. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event dates (B)(6) 2022 and (B)(6) 2020 in the formatted history file. In further full review of the pump history/traces on the ss event date of 08-oct-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date (B)(6) 2023 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered = 70.275 dailytotalofbasalinsulindelivered = 53.75 dailytotalofbolusinsulindelivered = 16.525 (B)(6) /2023 07:49:01.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.775 bolusamountdelivered = 1.775 (B)(6) 2023 08:58:18.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.4 bolusamountdelivered = 0.4 (B)(6) 2023 09:18:16.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.05 bolusamountdelivered = 1.05 (B)(6) 2023 10:23:36.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.175 bolusamountdelivered = 1.175 (B)(6) 2023 12:34:28.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 4.6 bolusamountdelivered = 4.6 (B)(6) 2023 15:03:54.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.775 bolusamountdelivered = 0.775 (B)(6) 2023 18:47:03.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 5.025 bolusamountdelivered = 5.025 (B)(6) 2023 21:16:08.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.2 bolusamountdelivered = 0.2 (B)(6) 2023 22:25:43.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.325 bolusamountdelivered = 0.325 (B)(6) 2023 23:07:42.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.2 bolusamountdelivered = 1.2 there were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. In further full review of the pump history/traces on the customer event date of (B)(6) 2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the customer event date (B)(6) 2023 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered = 82.425 dailytotalofbasalinsulindelivered = 53.35 dailytotalofbolusinsulindelivered = 29.075 (B)(6) 2023 00:54:07.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.825 bolusamountdelivered = 1.825 (B)(6) 2023 05:11:42.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.3 bolusamountdelivered = 1.3 (B)(6) 2023 08:03:17.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1 bolusamountdelivered = 1 (B)(6) 2023 08:49:32.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.05 bolusamountdelivered = 3.05 (B)(6) 2023 12:28:09.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 8.5 bolusamountdelivered = 8.5 (B)(6) 2023 15:13:11.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.375 bolusamountdelivered = 1.375 (B)(6) 2023 16:42:37.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.65 bolusamountdelivered = 0.65 (B)(6) 2023 18:56:20.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 4.2 bolusamountdelivered = 4.2 (B)(6) 2023 18:58:10.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2.1 bolusamountdelivered = 2.1 (B)(6) 2023 21:25:13.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.775 bolusamountdelivered = 1.775 (B)(6) 2023 22:14:06.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.1 bolusamountdelivered = 1.1 (B)(6) 2023 22:22:36.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.1 bolusamountdelivered = 1.1 (B)(6) 2023 23:27:40.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.1 bolusamountdelivered = 1.1 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the customer event date (B)(6) 2023 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 01:57:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 23:20:58.000 (B)(6) 2023 23:21:33.000 (B)(6) 2023 00:26:32.000 (B)(6) 2023 02:17:24.000 (B)(6) 2023 02:25:02.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 02:17:25.000 power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms/alerts were noted during testing. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 6:41:56 am. There was no power data available for the date of (B)(6) 2023. Unable to check power data for low battery alert and failed battery alert/battery failed alarm. No unexpected low battery alert and failed battery alert/battery failed alarm noted during testing. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. The original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. A high sleep current measurement (unexpected battery power loss) was confirmed due to corrosion on the pcba 1 and pcba 2. Cannot find sensor signal 1 alert (790) was recorded and found in the formatted history file on: (B)(6) 2023 22:00:00.000 the pump was programmed with a test guardian link (2) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. However, cannot find sensor signal alert was noted. Unexpected cannot find sensor signal alert was confirmed due to corrosion on the pcba 1 and pcba 2. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. No crack/damage battery cap noted during visual inspection. The pump was received without a battery installed. The p-cap locks properly into the reservoir compartment; however, a cracked retainer was noted during testing. The following were noted during visual inspection: a missing display window/cover, a keypad overlay peeling, a stained keypad overlay and a pillowing keypad overlay. Cosmetic damage was confirmed at the pump case and battery compartment. Retainer ring damage (a cracked retainer) was confirmed. Blank display was not confirmed. Battery cap cracked/damaged was not confirmed. However, battery cap contact missing/damaged was confirmed. Unable to verify customer alleged for high bgs. Unexpected cannot find sensor signal alert and a high sleep current measurement (unexpected battery power loss) were confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor, motor, vibrator assembly and battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.